Event description:
An infusion pump that had a constant alarm and would not power up. The event is reported to have occurred during biomed testing. The customer reported no injury or medical intervention. Service determined that depleted main batteries caused the alarm. The main batteries were replaced.